Event description:
Event description oversensing noise on rate-sense channel causing inappropriate tachy episode detection. No inappropriate shocks were delivered but pacing inhbition was observed. The patient could not recreate noise with non-invasive maneuvers. All lead measurements were within normal limits.